Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. The cadiere forceps instrument was found to have a broken pitch cable at the distal end and the broken cable segment that contains the crimp was still installed in the clevis. A review of the instrument log for the cadiere forceps (470049-06/ n10181116 0109) associated with this event has been performed. Per logs, the cadiere forceps was last used on (B)(4) 2020 on system (B)(4).the alleged instrument had 3 uses remaining after the last procedural use. A review of the site's complaint history found no other complaints related to this product. No image or video of the last procedure was provided for review. Based on the information provided at this time, this complaint is being reported because the cadiere forceps instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the 8mm cadiere forceps instrument would not straighten and had a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no further information was available including patient-related information as it cannot be shared due to data privacy law.